Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving multiple inappropriate shocks. Interrogation revealed that inappropriate anti-tachycardia pacing and high voltage shock therapy were delivered for supraventricular tachycardia. Device reprogrammed was suggested and the patient is being monitored in stable condition.

Event description:
Additional information received revealed that the device was successfully reprogrammed.